Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm noted. Insulin pump also received with minor scratches on lcd window, cracked reservoir tube lip, and cracked belt clip slot. Insulin pump received with missing belt clip, unable to confirm belt clip anomaly.

Event description:
It was reported that the insulin pump alarmed button error and their belt clip broke. The blood glucose reading was 120 mg/dl. No significant events leading to the alarm were observed. Troubleshooting was conducted. Advised replacement of the insulin pump. Nothing further reported.